Manufacturer narrative:
It was reported that the patient had implant of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was bilateral pe (pulmonary emboli) with a contraindication to anticoagulation due to groin hematoma following cardiac catheterization. Imaging ruled out dvt (deep vein thrombosis). Venous access was established with difficulty due to anatomic challenges; however, a venacavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. Per the patient profile form (ppf), the patient reports fractured filter struts retained within the ivc, blood clots, clotting and occlusion of the ivc, and anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records the patient was reported to have been admitted to the hospital with a diagnosis of bilateral pulmonary emboli (pe) and had undergone a venous duplex of bilateral lower extremities including the iliac system and inferior vena cava (ivc) without any evidence of deep vein thrombosis (dvt). The patient was unable to be placed on anticoagulation secondary to a large groin hematoma status post heart catheterization in which the patient lost 2 grams of hemoglobin. Pulmonology was consulted and recommended placement of the ivc filter as prophylaxis in fear of future pulmonary embolus. The patient¿s neck and chest were prepped and draped in a sterile fashion and a needle was used to cannulate the right internal jugular vein. A guidewire was threaded through the internal jugular, followed with fluoroscopy down to the level of the superior vena cava; however, multiple attempts made to pass the guidewire into the inferior vena cava failed. It was then felt to attempt a switch to a left subclavian venous approach hoping to bypass the heart and get into the inferior vena cava. The left subclavian vein was then cannulated with a needle and a guidewire was passed into the subclavian vein and threaded under fluoroscopic guidance into the inferior vena cava. The needle was removed, and under direct fluoroscopy visualization, the ivc filter introduction system was threaded over the guidewire through the subclavian vein and superior vena cava and inferior vena cava. An inferior vena cavogram was completed visualizing the length of the inferior vena cava and no evidence of thrombus. Under direct fluoroscopy the trapease ivc filter was then deployed with the tip of the filter at the l2-l3 interspace. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports fractured filter struts retained within the ivc, blood clots, clotting and occlusion of the ivc, becoming aware of these events approximately sixteen years after the filter implantation, and further experienced anxiety related to the filter.